Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during testing with a bd max¿ system, bd max¿ instrument a false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: positive result for rotavirus in 475 channel causes wrong-positive results for adenovirus and norovirus in 530 + 580 channel.

Event description:
It was reported that during testing with a bd max¿ system, bd max¿ instrument a false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: positive result for rotavirus in 475 channel causes wrong-positive results for adenovirus and norovirus in 530 + 580 channel.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "cross-talk from 475 to 530/580 - adeno/noro fps". "Bd max serviced according to manufacturer information. Pump head serviced, guide rails cleaned and checked, robotic arm reference positions recalibrated. Run self test and catalog script. Tray alignment, connectors, rack sensors and drive belts checked. Cleaned the pcr heater board and read blank values from the readers/pcrs. Then carried out reader normalization on side a and b. Software checked (v5.30a), date and time corrected. Test run carried out and evaluated with the qc kit. Bd max fully functional handed over to the customer". The complaint is confirmed. The root cause is likely related to "tray alignment, pump". Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 7/22/2019. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.